Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was minimal amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.

Event description:
The patient reported that the v-go 30 that she was wearing today, fell off about four and a half hours. The patient confirmed that she is preparing the application site prior to applying the v-go device. The patient also described the v-go 30 as the new device with the enhancements and that the adhesive pad is not very sticky at all.